Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump has an unspecified time and date issue, but that the time and date were correctly maintained when the battery was removed from the pump for less than 24 hours. There was no indication that the product caused or contributed to an adverse event. This complaint is being ruled out based on the following: this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.

Manufacturer narrative:
Follow-up #1 submitted 4/15/2016 as correction, conclusion of narrative: this complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.